Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) implanted: (B)(6) 2003. (B)(4).